Event description:
The balloon inflated and would not deflate. It pulled out part of the internal mammary artery lumen with the balloon. Another artery was used for the procedure. Patient's outcome was not affected by the surgical removal of the catheter.